Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic after receiving inappropriate defibrillation therapy from the implantable cardioverter defibrillator. Therapy had resulted from an incorrect diagnosis of supraventricular tachycardia as ventricular tachycardia. Programming changes were made, and the patient was in stable condition.